Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6) 2011. Asr bi-lateral **see (B)(4) for right hip**(incorrect - see below for correct cross reference). Type of hip replacement product: unknown. Reason(s) for revision: unknown. Update: hip revised, system and product details, hospital and date of revision confirmation received (B)(4) 2012. Hip(s) to be revised: left** ***type of hip replacement product: asr xl. Update- changed country. Update: added surgeons name, revision reason and amended revision country. Received: (B)(4) 2013. *reason(s) for revision: pain. Update received: (B)(4) 2014 - cross referenced, marked as legal, ***amended side hip: right, amended revision date: (B)(4) 2013, added patient details: name, date of birth, age and gender, added surgeon's forename: (B)(6) and added surgeon: (B)(6), added (B)(4) reference number, added hospital: (B)(6). *****bi-lateral patient - see (B)(4) for left side revision.*****

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision to take place on (B)(6) 2011. Asr bi-lateral **see (B)(4) for right hip**(incorrect - see below for correct cross reference). Type of hip replacement product: unknown*** reason(s) for revision: unknown* update: hip revised, system and product details, hospital and date of revision confirmation received 28 may 2012. Hip(s) to be revised: left** ***type of hip replacement product: asr xl update- changed country. Update: added surgeons name, revision reason and amended revision country. Received: march 4th 2013. *reason(s) for revision: pain. Update received: 6th february 2014 - cross referenced, marked as legal, ***amended side hip: right, amended revision date: (B)(6) 2013, added patient details: name, date of birth, age and gender, added surgeon's forename: (B)(6), added kennedys reference number, added hospital: (B)(6) and attached query document. *****bi-lateral patient - see (B)(4) for left side revision.***** re-opened 7th march 2014 - corrected implant date: (B)(6) 2005 and added manufacturing dates. Update - bi-lateral patient, this com is for the right side. Updated revision date, added all expiry dates. Taken from claimsuite dated 27th april 2015. Date of revision: (B)(6) 2013.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place on (B)(6) 2011, asr bi-lateral **see (B)(4) for right hip**(incorrect - see below for correct cross reference). Type of hip replacement product: unknown. Reason(s) for revision: unknown. Update: hip revised, system and product details, hospital and date of revision confirmation received (B)(6) 2012. Hip(s) to be revised: left. Type of hip replacement product: asr xl. Update- changed country. Update: added surgeons name, revision reason and amended revision country. Received: (B)(6) 2013. Reason(s) for revision: pain. Update received: (B)(6) 2014 - cross referenced, marked as legal, amended side hip: right, amended revision date: (B)(6) 2013, added patient details: name, date of birth, age and gender, added surgeon's forename: (B)(6) and added surgeon: (B)(6), added (B)(6) reference number, added hospital: (B)(6) and attached query document. Bi-lateral patient - see com (B)(4) / (B)(4) for left side revision. Re-opened (B)(6) 2014 - corrected implant date: (B)(6) 2005 and added manufacturing dates.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision is unknown.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.